Manufacturer narrative:
A complete was returned without the suture sleeve. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure and before the lead was implanted, it was noted that the lead was missing a suture sleeve. The lead was exchanged and new lead was implanted. Patient had no consequences.